Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information received noting that six days after their most recent follow up with hcp, that they attempted to place patient on doxycycline 100mg one tablet po bid for 2 weeks. Patient reported to hcp six days later that they only took three doses and was unable to tolerate and requested another antibiotic to try. Healthcare professional placed patient on clarithromycin 500mg one tablet po bid for 2 weeks. Patient notified hcp two days later that this drug was also a "horrible drug." Patient again requested a different antibiotic. Events are still ongoing.

Event description:
Healthcare professional reported a patient was injected with 1 syringe of juvéderm® ultra plus xc in the nasolabial folds and 1 syringe of juvéderm® volbella¿ xc in "belly of upper and lower lips" and oral rhythids. About a week after the injections, patient returned to clinic to see hcp for some "concerns of some lumps on the inside of their upper lip. This appeared to be mostly filler that had been placed too superficially. It was massaged out and smoothed to satisfaction." Patient did well for another four months until they returned to office to receive a chemical peel and noted some "continued lumps" in the lips. During examination it was noted they did have some lumps due to "superficial placement of filler". Patient was also concerned at this time "about an area above their right upper lip which was now firm, raised, and also looked like too much filler". Patient request hylenex and returned three weeks later for the hylenex treatment. The lumps in the lips and hard line above the lip was treated and the "areas appeared to soften, flatten, and respond". Patient returned for follow up two weeks later and was satisfied. On an unknown later date, patient began experiencing swelling again in the lips and now in the cheeks. And also noted "entire top lip has began to have significant swelling to where they lose the cupids bow. They were significantly painful. Patient experienced burning and itching they felt severely chapped. The area above the upper lip that received hylenex is now hard, thick, and lumpy feeling. Their left cheek where the [juvéderm® voluma¿ xc] was previously placed has developed firm, hard lumps, and swelling. However they have also developed swelling underneath the right eye and near the bridge of their nose with a hard nodule. This is an area where they did not have any filler placed." Patient had been taking one tablet each of benadryl 50mg and allegra every day orally beginning 11 days after their most recent follow up. Patient reported the medication had eased the pain of the lips but "not much with the swelling". 5 days after starting their medication, patient saw their gynecologist who inquired about their lips. The gynecologist prescribed patient prednisone 5mg tablets to be used five times a day for five days. Patient presented at the injecting hcps office on the same day as the visit with the gynecologist who advised patient to follow up with their pca.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.